Event description:
The customer called in about an error message he had rec'd. While troubleshooting, it was discovered his meter was set in mmol/l. This was explained to the customer and he was able to reset the meter to mg/dl. The customer did not allege any adverse events as a result of the mmol/l readings. The customer was satisfied and no product will be returned.